Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the device still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Customer declined replacement pump, and stated they will continue to use pump for insulin therapy.